Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory. Visual inspection does not reveal any visual abnormalities. The device was put on the x-ray to look for any possible cause for a guidewire stuck issue, but no anomalies were seen. The guidewire lumen was intact. Functional testing revealed no unusual resistance was felt, and the device was deployed to basket and flower without difficulty.

Event description:
During a radiofrequency ablation procedure to treat paroxysmal atrial fibrillation a farawave was selected for use. When the catheter was operated in vivo in the left atrium, the physician found that the guide wire could not be move forward and backward, and then if was failed for many times. The physician removed the catheter together with the guide wire out of the body to replace with a new catheter and guide wire to complete the procedure. The patient was completed without any patient complications. The device was received for analysis.

Event description:
During a radiofrequency ablation procedure to treat paroxysmal atrial fibrillation a farawave was selected for use. When the catheter was operated in vivo in the left atrium, the physician found that the guide wire could not be move forward and backward, and then if was failed for many times. The physician removed the catheter together with the guide wire out of the body to replace with a new catheter and guide wire to complete the procedure. The patient was completed without any patient complications. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.